Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator performed inappropriate shock due to incorrect identification of atrial fibrillation. The patient was brought to clinic to receive treatments for the atrial fibrillation. No interventions on the device were performed. The patient's condition was unknown.